Event description:
Additional information was received from the patient (pt). Pt reports they got a new system in november of 2025.

Manufacturer narrative:
Upon receipt of new information, it was determined that the information in this MFR report pertains to 3004209178-2025-03617. All information in this event and any future new information will be documented and submitted in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller mentioned that they are having problem charging their implant. Caller stated that there is flashing greenlight and it will work for 5 to 10mins and it will shut off around 40% to 50%. Caller also mentioned that they met with a medtronic rep yesterday and advised to call us. Agent attempted to asked the event date but caller did not provide. Agent asked the patient to remove the battery. Caller re-inserted the battery. Caller confirmed no damaged on recharger cord, recharger pins and controller charging pins. Agent asked the caller to wipe the recharger port pins using clean shirt and blow air to the controller charging port to clear any debris. Caller plugged the recharger in. Caller confirmed seeing searching for device - recharging excellent with 90% on the controller and 80% on the implant. Agent put the call on hold for couple of minutes to monitor the charging issue. Caller mentioned that the controller shuts off but still seeing green blinking lights. Agent reviewed information to patient about controller sleep mode. Caller confirmed controller is at 90% and implant is at 90%. Caller also mentioned that the implant charged up to a 100%. The troubleshooting ste ps that were taken on the call resolved the issue. Patient calling back in stating that their ins was not working. The patient mentioned the stimulation was in the wrong area. They felt the stimulation to the front side of their leg and right ribs to their stomach. Patient stated that it reprogrammed 3-4x now but it was still the same. The patient couldn't adjust it but got a message couldn't provide desire intensity. The patient was frustrated because the previous implant was working for them perfectly and they don't have any complaint, but now with the new one it was not working with them. They mentioned they received a MDR letter. Agent reviewed and advised the patient to answer and sent it back. The patient thought about involving their lawyer with this matter and planning as well to move to a different manufacture.